Manufacturer narrative:
(B)(4). An amo representative discussed with the surgery center the recommended settings to use to lower channel energy. All pertinent information available to abbott medical optics has been submitted.

Event description:
The surgery center reported that a laser vision correction patient was presented with corneal haze following a kamra inlay procedure on (B)(6) 2015. Topical steroid were used to treat symptoms. There is no loss of best corrected visual acuity reported. This is two of two reports.